Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-07952. It was reported that the patient was receiving ineffective therapy, due to the placement not being in the optimal position. As a result, the patient's lead was explanted and replaced resolving the issue. Both leads are being reported as it is unknown which device was replaced.